Event description:
During evaluation of a solution administration set, molding of needle adapter (male luer) was found to be incomplete. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was available at the plant for evaluation. Visual inspection confirmed incomplete molding in needle adapter. No other test was performed. The cause of the reported condition was due to machine and mold failure at the manufacturing facility. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.